Event description:
It was reported that this left ventricular (lv) lead exhibited muscle stimulation, high thresholds and no capture at max outputs due to suspected lead micro dislodgement per electrogram and chest x ray. A better threshold with no stimulation was found from lv to right ventricle. It was assessed that the lead had a good position and was fine. As of this time, this lv lead remains in service. No adverse patient effects were reported.